Event description:
Staff member were using the device to lift resident when the strap holding the resident up let go causing the resident to fall on the two staff members. The resident was uninjured by the fall. Both staff members were sent to the hospital ER for evaluation. The staff member had some minor bruising and required no treatment. The other staff member had a sprained wrist and was sent to follow-up with an orthopedic surgeon. Both returned to work two days later.